Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported entrapment of device in patient anatomy cannot be determined. A conclusive cause for the reported bent gripper arm cannot be determined. The reported foreign body in patient is the result of entrapment of the device in patient anatomy. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that a large posterior prolapse was present. The clip was inserted, and grasping was performed. However, while grasping, one of the grippers became bent and was visible on the scope. The physician attempted to remove the clip, but the clip became caught on the anterior leaflet and was unable to be removed. The physician decided to deploy the clip and was able to grasp both leaflets. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.